Manufacturer narrative:
UDI : (B)(4). The valve was returned for evaluation: DHR - lot 180555, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects noted. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux and pressure. The valve was retested for programming with programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6), the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar on the cam mechanism and the base plate. The cam magnets were controlled per process: the magnets failed. The catheters were irrigated no occlusions noted. Root cause: the root causes for the issue reported by the customer was due to abnormal polarization of the cam magnets, and biological debris found on the spring, on the spring pillar on the cam mechanism and on the base plate. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a hakim valve was implanted on a (B)(6)-year-old boy on (B)(6) 2018 and for one month he had signs of intracranial hypertension. The valve was explanted on (B)(6) 2020. The medical staff did the revision of the unit and now the proximal and distal drains are in an appropriate place with good permeability and without anomaly.